Manufacturer narrative:
(B)(4).

Event description:
A cook stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter thoracic aortic aneurysm. There was moderate tortuosity of the thoracic artery. There was mild calcification in the thoracic artery and other vessels. It was reported that on an unknown date, a distal type I endoleak was discovered. The cook stent graft had been placed proximal to the celiac artery, but since the index procedure, the aorta had dilated. The aorta in the location of the graft had expanded to over 5 cm in diameter, causing the distal type I endoleak. The physician occluded the celiac artery and implanted the valiant stent graft, extending it to just above the superior mesenteric artery. The aorta tapered from 43 mm to 32 mm for just over 15 mm above the superior mesenteric artery. The physician was aware that there was an inadequate seal zone, and had informed the patient that there was a chance that the valiant stent graft would not be able to seal the artery. After the implant, the distal type I endoleak was still present. The patient will be monitored. No additional clinical sequelae were reported and the patient is stable. A review of returned angiogram images during a secondary procedure showed that a stent graft was placed into the distal end of the previously implanted cook. The aorta was severely tapered in the distal seal zone and a distal type I endoleak was seen.